Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 07-mar-2022, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 02-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had redness in the pocket for the implanted neurostimulator and in the neck.  Surgical intervention was done to remove the products. From the patient. Cause is unknown. It is unknown if issue was resolved at time of report and will not be made available per legal/confidential reason.